Event description:
It has been reported to philips that system was having problem with geometry movement. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The field service engineer (fse) inspected the system onsite and found that the suite pc drive bay had failed. A review of the system logfiles found a collision detection error. The suite pc was returned for analysis, and it was concluded that the suite pc had failed due to the faulty ram. Fse harvested the newer driver bay into the suite pc, reloaded the system, and restored backup. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.